Event description:
It was reported that a patient underwent surgery on (B)(6) 2008 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, mesh and a sling were placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4) - there are two possible devices involved in the event as follows: (B)(4), batch 3146821, exp date 04/30/2011; mfg date 05/06/2008. Gynecare tvt obturator, product: (B)(4), batch 3157239, exp date 05/31/2009, mfg date 06/04/2008. In addition, a review of the batch manufacturing records was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with hysterectomy. Following insertion the patient experienced pain, bleeding, infection, urinary problems, recurrence, dyspareunia and vaginal scarring.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion , the patient experienced severe pelvic, abdominal vaginal pain, painful intercourse, vaginal infections, vaginal odor, chronic urinary retention, vaginal bleeding, recurrent urinary incontinence, pain and discomfort, vaginal pressure and inflammation, unrelenting pain and inability to engage in sexual relations, depression/anxiety due to unrelenting pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift posterior pelvic floor repair system, product code: pfrp01, batch (B)(4). Gynecare tvt obturator, product code: 810081, batch (B)(4).